Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 758632) for female sterilisation. The patient had a medical history of uterine fibroids, endometriosis, surgery (gall bladder removed in 2009 hysterectomy, total in 2018), type 2 diabetes mellitus, neuropathy peripheral, ovarian enlargement, abdominal pain, post coital bleeding, bleeding breakthrough, metrorrhagia, menorrhagia, dysmenorrhea, pelvic pain female and obesity. Previously administered products included: insulin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 3052 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateralsalpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery : no discrepancy noted removal date of drug updated as per medical record to (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 45.538 kg/sqm. [Angiogram] on (B)(6) 2020: history: acute left lower back and chest pain. Dyspnea. No known trauma. Initial encounter. Technique: after obtaining initial non contrast images, CT helical 1mag1ng of the chest was performed after, IV contrast was given. Three-dimensional coronal and bilateral oblique reformat were acquired. Dose reduction techniques were utilized. These techniques include one or more of the following automated exposure controls (aec), adjustment of ma and/or kv according to patient size, use of iterative reconstruction technique, CT scan done according to alara (as lo\aj as reasonably achievable) comparison: none findings: imaged great vessels and thoracic aorta unremarkable. No evidence of pulmonary embolism. No pericardia I effusion. No adenopathy in the chest. No pleural effusion, focal consolidation or pneumothorax no acute osseous abnormality imaged contents of the upper abdomen are unremarkable. Impression: no evidence of pulmonary embolism or acute cardiopulmonary abnormality [pathology test] on (B)(6) 2018: surgical pathology report clinical information: menometrorrhagia, heavy irregular bleeding diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: leiomyomata bilateral fallopian tubes with no significant histopathologic changes specimens: uterus, bilateral tubes gross description: right fallopian tube and ovary: attached tube, absent ovary. Right fallopian tube: size: with attached fimbria, 4.5 x 0.6 cm adhesions: not present previous interruption: not present. Left fallopian tube: size: with attached fimbria, 6.0 x 0.6 cm adhesions: present previous interruption: not present. Inserted within the fallopian tubes are essure devices. The broad end of the devices are barely visible in the uterine cornu. The body of the device is noted in the isthmus.; on (B)(6) 2019: surgical pathology report clinical information: left ovary cyst a. Left ovary, oophorectomy: endometrioma, 6 cm b. Right ovary, oophorectomy: prominent follicle cyst endometriosis specimens: left ovary, right ovary [x-ray] on (B)(6) 2020: radiology/imaging technique upright ap view of the chest comparison: none findings: the cardio mediastinal silhouette and pulmonary vessels appear normal. The lung fields are clear no osseous abnormalities are seen. Impression: negative ap view of the chest the most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery : no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 758632) for female sterilisation. The patient had a medical history of uterine fibroids, endometriosis, surgery (gall bladder removed in 2009 hysterectomy, total in 2018), type 2 diabetes mellitus, neuropathy peripheral, ovarian enlargement, abdominal pain, post coital bleeding, bleeding breakthrough, metrorrhagia, menorrhagia, dysmenorrhea, pelvic pain female and obesity. Previously administered products included: insulin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 3052 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on 08-apr-2019. The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateralsalpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery : no discrepancy noted removal date of drug updated as per medical record to (B)(6) 2018 from (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 45.538 kg/sqm. [Angiogram] on (B)(6) 2020: history: acute left lower back and chest pain. Dyspnea. No known trauma. Initial encounter. Technique: after obtaining initial non contrast images, CT helical 1mag1ng of the chest was performed after, IV contrast was given. Three-dimensional coronal and bilateral oblique reformat were acquired. Dose reduction techniques were utilized. These techniques include one or more of the following automated exposure controls (aec), adjustment of ma and/or kv according to patient size, use of iterative reconstruction technique, CT scan done according to alara (as lo\aj as reasonably achievable) comparison: none findings: imaged great vessels and thoracic aorta unremarkable. No evidence of pulmonary embolism. No pericardia I effusion. No adenopathy in the chest. No pleural effusion, focal consolidation or pneumothorax no acute osseous abnormality imaged contents of the upper abdomen are unremarkable. Impression: no evidence of pulmonary embolism or acute cardiopulmonary abnormality [pathology test] on (B)(6) 2018: surgical pathology report clinical information: menometrorrhagia, heavy irregular bleeding diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: leiomyomata bilateral fallopian tubes with no significant histopathologic changes specimens: uterus, bilateral tubes gross description: right fallopian tube and ovary: attached tube, absent ovary. Right fallopian tube: size: with attached fimbria, 4.5 x 0.6 cm adhesions: not present previous interruption: not present. Left fallopian tube: size: with attached fimbria, 6.0 x 0.6 cm adhesions: present previous interruption: not present. Inserted within the fallopian tubes are essure devices. The broad end of the devices are barely visible in the uterine cornu. The body of the device is noted in the isthmus.; on 08-apr-2019: surgical pathology report clinical information: left ovary cyst a. Left ovary, oophorectomy: endometrioma, 6 cm b. Right ovary, oophorectomy: prominent follicle cyst endometriosis specimens: left ovary, right ovary [x-ray] on 15-apr-2020: radiology/imaging technique upright ap view of the chest comparison: none findings: the cardio mediastinal silhouette and pulmonary vessels appear normal. The lung fields are clear no osseous abnormalities are seen. Impression: negative ap view of the chest lot number: 758632 manufacture date: (B)(6) 2010 expiration date: (B)(6) 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery : no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.